Manufacturer narrative:
H3: an oil and washer kit was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The inverter for the imaging system was returned to the manufacturer for evaluation. Analysis found that a capacitor on the unit was disconnected from the circuit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue occurred intra-operative during a pediatric orthopedic trauma procedure. There was a reported delay to the procedure of twenty minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) a software analysis was initiated. Analysis found that the software of the imaging system functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the system received an error 14. The system would not take any 2d or 3d scans and was showing "recoverable error 14" on the mobile view station (mvs). This issue occurred with a patient present. No further information received. Additional information was received that the site had a successful case on wednesday (B)(6) after replacing the ps1. But on (B)(6), since the site received this error, they are not able to take 2d shots. The voltage was 23.6v. The generator control board (ps1) was 5.1v. After taking the measurements, the manufacturer representative (rep) restarted the system and then they were able to expose 2d & 3d with no e014 errors. The rep was exposing 2d at 40kv and increased by 10kv till 120kv. Then, the 3d spins started at 40kv 10ma and incremented it by 10kv each step, 120kv 100ma, and 140kv 63ma to observe the e014 and the rep did not get an e014 again. But the rep did see a recoverable error: (0) and filter ladder error. It's a very intermittent issue.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: bi71000468, serial/lot #: (B)(4). Product ID: bi71000542, serial/lot #: (B)(4). Initial reporter not known at the time of reporting. The manufacturer representative (rep) went to the site to test the imaging system. The rep stated that the system was not taking any 2d or 3d scans and was showing "recoverable error 14" on the mobile view station (mvs). The recoverable "error 14" on the mvs was reproducible. The rep tested the system and the ps1 was at 5.1v and didn't need to be replaced. They ordered an ipm driver board, inverter assembly, hv tank, and washers. The rep replaced the inverter assembly and checked the electrodes on both ends (hv tank and x-ray tube), then cleaned the wells and replaced the washers, and put in new oil which resolved the issue. Then the rep did around 15 2d exposures and 28 3d spins in different modes (standard, hd, 20cm fov, 40cm fov) and different patients' sizes (m, l, and xl) successfully with no errors at all. They completed the generator calibrations and the full system checkout. All passed successfully. The system was fully functional and ready for clinical use. If information is provided in the future, a supplemental report will be issued.